Event description:
It was reported to baxter japan that the spike of transfer-set could not be disconnected from the port of twin-bag using clean flash. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). A request for the return of the sample has been made. Should the sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A visual inspection, leak testing, clamp function testing and clear passage testing were performed with no issues noted. The reported issue could not be confirmed and the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.